Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with presyncope. The atrial lead exhibited noise, and it was noted that the patient had a history of noise since 2011. The noise could not be reproduced. The lead also exhibited low impedance. The lead was explanted and replaced on (B)(6) 2015.